Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
.It was reported the patient underwent a surgical intervention on (B)(6) 2017 where the lead was revised (reference MFR. Report: 162787-2017-07904). The ipg was unable to communicate with the external device intraoperatively. Reportedly the ipg was placed into surgery mode; however postoperatively the ipg was unable to communicate with the external device. Troubleshooting was unable to resolve the issue thus the ipg was inoperable. The patient underwent surgical intervention to remove and replace the ipg. Postoperatively the patient resumed therapy.

Event description:
Device evaluation.